Event description:
It was reported that an anterior lens vault/z-syndrome was noted in the pt's right eye approx 2 weeks post implant. The pt noticed decrease in vision and yag was performed twice. According to the surgeon, anterior capsule contraction was the likely cause of the event adn the pt's prognosis was reported as "good". Please ref 1313525-2015-00103 for the pt's right eye.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (7453726) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
Additional information received. Reportedly an examination showed that vitreous migrated into front portion of eye secondary to the yag capsulotomies. Patient referred to another surgeon and the lens was partially explanted (haptics left) and replaced with three-piece lens of another model. Vitrectomy was performed.